Event description:
It was reported that the customer was hospitalized for high blood glucose levels and diabetic ketoacidosis. The blood glucose reading was 520 mg/dl at the time of admittance. The customer stated that the insulin pump had alarmed motor error, and she was unaware of what led to the alarm since she had been very careful with the device. She confirmed that she was wearing the insulin pump at the time of hospitalization. The most recent blood glucose reading was 399 mg/dl and the caller was still in the hospital at that time. Advised replacement of the insulin pump. She declined to return the insulin pump which had alarmed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display, cracked reservoir tube, cracked reservoir window and cracked case near display window corners noted during visual inspection. Motor error alarmed during rewind due to corroded motor home switch. Insulin pump was unable to perform functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test due to motor error alarms during rewind.